Event description:
Rn reports a home pt observed a leak from the tip of a transfer set when the clamp was in the closed position. The transfer set was 5 months old. The pt received a transfer set change by rn and was treated prophylactically with duricef 500 mg, by mouth, twice daily for 3 days. No pt injury was associated with this report per rn.